Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hysterectomy. According to the reporter: I have two endostitches that the dr + staff says didn't work. "The first one we opened we could not load up at all. We then opened a second device and it held one suture that they passed, then the device would not allow us to unload at all; the suture needle broke in two and we could not get the device to unload the second part of the needle. We opened a third device and it worked fine." Opened another device. There was no unanticipated tissue loss. There was no unanticipated tissue damage. Additional information requested via email. Can you elaborate on what is meant by the first device "wouldn't load up at all"&#65533;- the rabbit ears would not extend? The needle would not engage? For the second device, the suture would not "unload"&#65533;- the rabbit ears would not extend? The needle would not disengage? The second device. When the needle broke, did a fragment of the needle fall into the patient's cavity? If so, was it retrieved? Was an x-ray taken in order to locate the needle fragment? Can you provide a lot number for the 2 devices that did not work properly? Do you know if the third device is from the same lot?